Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical hotline blood and fluid warmer was connected to a smiths medical level 1 hotline fluid warming accessory gas vent. Immediately upon use, it was reported blood leaked from the gas vent. Subsequently, another gas vent was connected to the warmer and used. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was received in used conditions and without its original packaging. The sample was visually inspected no damage or crack were found. The returned sample was tested with water using a syringe in order to detect any leakage on the product, a leak was detected in the filter. The root cause of the reported issue was found to be a leak in the filter. Actions were taken to mitigate the reported issue: are unknown. A corrective and preventative action has been opened to address the reported issue.